Event description:
A report was received that during a revision procedure the clinician programmer (cp) malfunctioned during testing. The amplitude started to rise and it could not be stopped. As a result, the patient suffered a strong, continual shock. The bsn sales representative unlinked the ipg from the cp. The patient was administered a tranquilizer and is reportedly doing fine.

Manufacturer narrative:
Device evaluation indicated that the clinician programmer (cp) passed visual and operational tests performed. The complaint was not confirmed. The cp log file was reviewed by software quality and no anomalies were identified. This cp has the default touch pad setting. The current manufactured dbs m400 cps has the "draglock" feature unselected. The cp exhibits normal characteristics.

Manufacturer narrative:
Expiration date: na; additional suspect medical device components involved in the event: model # sc-1110-02, serial/lot # (B)(4), description: precision implantable pulse generator. (Ipg) model # sc-2316-50, serial/lot # (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that during a revision procedure the clinician programmer (cp) malfunctioned during testing. The amplitude started to rise and it could not be stopped. As a result, the patient suffered a strong, continual shock. The bsn sales representative unlinked the ipg from the cp. The patient was administered a tranquilizer and is reportedly doing fine.